Event description:
Procedure type: sleeve gastrectomy. According to the reporter: after loading the third load (black 60), inserting into the patient and opening jaws, dr (B)(6) pressed the silver button and the device started to articulate the reload on its own. After this happened, the "staple icon" light was flashing green and the status light was blue. He removed the stapler from the patient and had the tech reload the device. The same thing happened on the third reload as well, just as described above with the third reload. At this point, dr (B)(6) converted to our manual egia ultra stapler to complete the procedure.

Manufacturer narrative:
(B)(4).